Manufacturer narrative:
The event date was reported as (B)(6) 2017. Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the observed no power which was reproduced during evaluation as intermittent alternating current power. The device was able to power on with direct current power. A visual inspection observed exposed wires on the power cord. The cause was determined to be a failed power cord. The device was determined to be unable to be serviced due to an unrelated issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no power. There was no patient involvement. No additional information is available.